Manufacturer narrative:
Initial and final MDR (B)(4) -device 2 of 3.

Event description:
Reference number (B)(4). Event occurred in the united kingdom. It was reported that patient faced three infusion set detachment event on (B)(6) 2025, (B)(6) 2025 and (B)(6) 2025. The site of detachment was tubing hub. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.